Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that when the xience xpedition was removed from the packaging, the stent was found dislodged. There had been no resistance during removal of the protective sheath. The device was not used on the patient. A new xience xpeditoin was used to successfully complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.